Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion (tlif). It was reported that the tip of the 2mm pituitary cracked at the pin joint while taking out tissue. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Evaluation found that the superior shaft is broken at the centerline of the pivot pin hole. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.